Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis. The patient was not hospitalized for the event. The treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 3 of 4, for the y-set involved in this peritonitis event.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Per review of the batch records for potentially associated lots h12l15075 and h12k05052. No nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should relevant additional information become available, a follow-up report will be submitted.